Event description:
It was reported that during the procedure, the dragonfly opstar imaging catheter was used in the left anterior descending (lad) lesion with severe stenosis and tortuosity. After stenting was performed, when the catheter was delivered for the third pullback, there was unusual resistance felt when the catheter was advanced outside of the guiding catheter. It did not reach the target area. No visible damage was reported on the device; however, the physician thought the coating might have peeled off which might have caused the strong resistance on the dragonfly opstar in post-percutaneous coronary intervention. Intravascular ultrasound (ivus) was used instead to continue and complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported failure to advance and reportedly ¿peeled¿ hydrophilic coating was related to circumstances of the procedure. It is likely that patient anatomy/conditions effected maneuverability of the device preventing or hindering advancement. The hydrophilic coating durability/performance concern was not noticed until the third pullback, so it is likely that repeated use (backloading and positioning) caused the hydrophilic coating to wear down, as expected. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.